Manufacturer narrative:
The revised lead has been discarded and is not available for analysis. A review of the device impedance logs confirmed the reported electrode disconnect and high impedance. The noted high impedances and stimulation change may result from the reported lead migration. The cause of the lead migration could not be determined. Lead migration or suboptimal placement, which may result in undesirable stimulation changes and require surgery (including revision, explant, and replacement) as a result, is listed as a potential risk in the manufacturer's instructions for use (IFU). The manufacturing records were reviewed. The product met all requirements for release with no anomalies identified. It is not known which of the patient's two implanted leads migrated resulting in the revision procedure. Serial # (B)(6). Section h4 - mfg date: 07-sep-2022. Section d4 - exp date: 27-may-2023. Serial # (B)(6). Section h4 - mfg date: 15-dec-2022. Section d4 - exp date: 15-dec-2023.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was seen for standard reprogramming. High impedance and disconnected electrodes were identified on the lead the patient's program utilized. Programming was switched to the other lead, and the patient reported what felt like subcutaneous stimulation. An x-ray showed that one of the two implanted leads had migrated out of the epidural space. A lead revision was completed.